Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure as a result of third-party repair, light guide bundles (of insertion section) were weakened and dented, the universal cord switch wire was cut during third party repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a component failure of the electronical components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced no image during inspection for an unspecified diagnostic procedure. There were no reports of patient involvement.